Event description:
Healthcare professional reported "one lateral implant rupture" (side unknown). Physician further reported "capsular contracture baker grade IV". The device has been explanted and replaced. This relates to the right side record.

Manufacturer narrative:
Continued implant date: (B)(6) 2015. A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "one lateral implant rupture."

Event description:
Healthcare professional reported "one lateral implant rupture" (side unknown). Physician further reported "capsular contracture baker grade IV". The device has been explanted and replaced. This relates to the right side record.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device and observed in the gel. No further actions are required as the device was implanted.